Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical device: d314drg implanted: (B)(6) 2013 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for the right ventricular (rv) lead for high impedance, which appeared to be chronic. In addition, the right atrial (ra) lead appeared to be undersensing atrial fibrillation (af)/atrial flutter during stored episodes. The rv and ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead exhibited high thresholds and loss of capture at max output. The rv lead is scheduled to be replaced. No patient complications have been reported as a result of this event.